Event description:
It was originally reported that the neurostimulator eroded and was removed. The healthcare provider confirmed that the patient's neurostimulator eroded. The patient developed an infection. The neurostimulator and lead were removed. The patient will follow-up in 4-6 weeks. No surgical complications were reported.